Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set disconnected from a clearlink system continu-flo solution set. It was further reported that when pulling from both directions the hubs would easily disconnect. This occurred during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.